Event description:
It was reported that there were concerns about the stability of this right ventricular (rv) lead shortly after implant. It was noted that there was only one completed right ventricular automatic threshold (rvat) test and it was suggestive of non-capture. Technical services (ts) recommended the patient follow-up in clinic. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that there were concerns about the stability of this right ventricular (rv) lead shortly after implant. It was noted that there was only one completed right ventricular automatic threshold (rvat) test and it was suggestive of non-capture. Technical services (ts) recommended the patient follow-up in clinic. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead had micro-dislodged and was exhibiting high thresholds. No further action will be taken at this time. No adverse patient effects were reported. This rv lead remains in service.